Manufacturer narrative:
Image review: transthoracic echocardiogram (tte) images dated (B)(6) 2024 were provided and reviewed. The prosthetic leaflets appeared calcified with decreased mobility. The left coronary cusp (lcc) leaflet appeared most calcified. Trace central aortic insufficiency noted. The atrioventricular (av) max velocity was ~5.7 m/s with an av mean gradient of 75 millimeters of mercury (mm hg). The ejection fraction was approximately (B)(4). Trace to mild tricuspid regurgitation (tr) was noted. The posterior mitral leaflet appeared calcified with limited mobility. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Imaging review: additional imaging received. Transthoracic echocardiogram (tte) images were provided from 2021-sep-01. Suboptimal image quality was noted. The tte showed a normal ejection fraction (ef) of about 60%. No prosthetic leaflet thickening was noted. The mean atrio-ventricular gradient measured 3 millimeters of mercury (mm hg) and the peak av velocity was 1.3 m/s. The was traced tricuspid regurgitation (tr) and mild calcification of posterior mitral leaflet limited mobility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated the patient was discharged home 9 days following the valve replacement procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the event resolved with no sequelae on the date the valve explant and replacement intervention occurred.

Manufacturer narrative:
Product analysis: the valve was received submerged in a clear 0.2% glutaraldehyde solution in a heart valve return kit. Visual evaluation of the valve noted leaflet 2 was in the closed position. Leaflets 1 and 3 were partially closed. Further evaluation noted all the leaflets were stiff but slightly flexible along the free margins. Calcification (extrinsic and intrinsic) was observed on the inflow and outflow of all leaflets. All commissural attachments were intact. Glistening off-white pannus lined the inflow, extending along the inner lumen to the inflow margin of attachment and inferior coaptive areas adjacent to all cusps. Pannus on the outflow remained attached to the frame on the overall outflow, extending to/and thinly encapsulating the l1-l2 and l2-l3 commissural area slightly onto the free margins, to the outflow margins of attachment (moa) of all leaflets extending 1 to 2.5 millimeters (mm) onto each cusp. Remnants of pannus were noted on the outer aspect of the skirt. Radiography showed evidence of calcification on all the leaflets and adjacent to all commissural areas. Radiography showed no evidence of frame deformation or fractures. Updated data: d9, h2, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that a transthoracic echocardiogram (tte) performed approximately 3 years and 7 months fol lowing the valve implant noted the transcatheter valve was functioning normally. There was no intra valvular or paravalvular aortic regurgitation. The peak aortic velocity was 1.3 m/s and the mean gradient measured 3 millimeters of mercury (mmhg). There was no evidence of a thrombus on the echocardiogram performed approximately 2 years and 10 months later.

Manufacturer narrative:
Imaging review: computed tomography (CT) imaging was not provided for evaluation, just the pre-case report. Transcatheter valve implant depth was 5.0 mm non-coronary cusp (ncc), 5.5 mm left coronary cusp (lcc), and 5.8 mm right coronary cusp (rcc). Evolut prosthetic leaflets appear to be calcified near all cusps. This would be the cause of the aortic stenosis. No echo imaging provided to evaluate the atrio-ventricular (av) mean gradient to assess severity. ¿possible plaque/thrombus noted in all cusps. Possible dissection seen in descending thoracic aorta. Should additional reportable information be received, an additional regulatory report will be submitted with the reportable information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 6 years and 5 months following the implant of this transcatheter bioprosthetic valve the patient presented to the emergency department due to a syncopal event. A recent transthoracic echocardiogram (tte), date not provided, identified a normally functioning valve. A repeat tte with this event revealed a peak velocity of 5.7/75/0.5. As reported, the valve had failed due to stenosis. As reported there was possible plaque and/or thrombus verse inadequate contrast filling seen in the right coronary cusp (rcc), left coronary cusp (lcc) and non-coronary cusp (ncc). Clarification with echocardiography was to be performed. The physician indicated the syncopal event was related to the valve. The patient was admitted to the hospital for further work-up and transferred to another facility due to patient anatomy. Seven days following initial admission surgical intervention occurred. The transcatheter valve was explanted and a surgical aortic valve was implanted. No additional adverse patient effects were reported.